Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. The customer¿s blood glucose level was 99 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.